Event description:
It was reported that revision surgery was performed due to elevated metal ion levels. Grinding in hip reported in the last two years. The devices were implanted in 2007. The acetabular cup remains implanted.